Event description:
It was reported that during preparation, a break was identified on the distal end of the catheter, near the balloon. There was no pt involvement.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was returned. The investigation is confirmed for a break, as a complete circumferential outer shaft break was found at the proximal balloon joint. The definitive root cause could not be determined based upon the available info. It is unk whether the user attempted to forcefully pulled and refold tool off of the device, resulting in the break to the outer catheter shaft. It is unk if procedural issues contributed to the event.